Event description:
It was reported the numerical markings 1, 2, and 3 were not present on the arterial sheath prior to the procedure. An ENROUTE Transcarotid Neuroprotection System was selected for use in a Transcarotid Artery Revascularization (TCAR) procedure. Upon removal of the sheath stopper for tunneling and before the arterial sheath was inserted into the patient, it was observed that the numerical pad-printed markings 1, 2, and 3 were not present on the sheath. The procedure was completed with the same device with no reported patient complications. No evidence of flaking was observed. The patient was stable post procedure.